Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: possible pseudarthrosis, lateral mass transversotomy fusion grafting areas, l3-4, l4-5, and l5-s1. Degenerative spondylosis with instability l2-3 and loss of lumbar lordosis. Spinal canal stenosis due to degenerative spondylosis, symptomatic l2-3. Poor venous access. For which, patient underwent following procedures: placement of triple- lumen, left subclavian central venous pressure catheter, non- tunnel type. Harvesting of corticocancellous left posterior iliac crest graft material. Utilizing of autologous bone graft material, left posterior iliac crest graft, corticocancellous, morselized type for spinal fusion procedure. Use of allograft, morselized type for spinal fusion procedure. One large package of rhbmp-2. Use of local bone, morselized type, for spinal fusion procedure. Laminectomy, facetectomy, foraminotomy l2-3. Removal of posterior signal spinous fixation screw fixation, l3, l4, l5, s1 depuy expedium system. Evaluation of bilateral pseudarthrosis fusion grafting areas, l3-4, l4-5, l5-s1. L2-3 smith peterson osteotomy. L2-3 bilateral complete laminectomies, facetectomies, and foraminotomies. Placement of posterior segmental spinal instrumentation with passive screw fixation l2, l3, l4, l5, s1, with restoration of lumbar lordosis using depuy expedium system. Placement of ebi 2- channel spinal bone graft stimulator system 60 ma type, lateral mass transversotomy fusion grafting areas of l2, l3, l4, l5. 13. Bilateral mass transversotomy fusion grafting l2-l3, l3-4, l4-5, l5-s1, using corticocancellous left posterior iliac crest graft material, one large package of rhbmp-2 and local bone harvested during l2-3 bilateral laminectomies, complete facetectomy and foraminotomies. Per op notes, bone graft material was harvested from the patient¿s right posterior iliac crest and was then combined with bone harvested from laminectom ies, facetectomies, and foraminotomies at l2-3. This material was then processed with bone mill, and added to this was one large package of rhbmp-2. The collagen strips had been cut into ¼ inch pieces. This material was then placed into the lamina of the transverse processes at l2, l3, l4, l5, s1 using a spoon. Equal amounts of the material were used bilaterally. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.